Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator for spinal pain. It was reported that the patient had lost weight and the implantable neurostimulator was poking out of her skin. The patient¿s implantable neurostimulator was replaced and moved from the back of her body to the front. This had occurred in 2013. There were no further complications reported or anticipated.